Manufacturer narrative:
The report of a tcmid:06 (ce post error) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console ((B)(4)). The root cause is due to a defective cooling engine. The thermogard console was received with damaged coldwell cap and drip tray gasket. The console is a reusable device and was manufactured on 15 feb 2011. It has exceeded its expected serviceable life of five years and is over 7 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and are unrelated to the reported complaint. Review of the event log retrieved from console revealed multiple tcmid:06 error messages. Evaluation of the console revealed a tcmid:06 error message during functional testing. The cause of the error message was attributed to a defective cooling engine. Upon customer approval, the cooling engine will be replaced along with the coldwell cap and drip tray gasket. The console will be functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that tcm ID 06 (ce post failure) error message occurred multiple times. No further information was provided. No known impact or consequence to patient.